Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. The customers blood glucose level was 44 mg/dl due to the pump not being able to calculate bg value; customer's normal basal rates caused him to go low with no way to decrease insulin delivery automatically. Customers spouse provided customer with glucose tablets to address bg. Reportedly the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.